Event description:
Customer reported blood glucose results of 145 mg/dl on inform system 1 and 102 mg/dl within 10 minutes on inform system 2. Also reported results of 120 mg/dl on inform system 1 and 88 mg/dl within 10 minutes on inform system 2. Customer reported no patient symptoms, provided no treatment information. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see another medwatch is for report of inform system 2.